Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the cartridge was leaking at the septum. Customer loaded a new cartridge to address the issue. It was reported leak may have been caused by overfilling, although unable to confirm. There was no adverse impact to the customer's blood glucose level.